Event description:
Caller reported a minimum fill notification. The customer's blood glucose level at the time of the event was 8 mmol/l, which is within the normal range. The caller successfully reloaded the same cartridge onto the pump and was able to resume insulin delivery following instructions from technical support.